Event description:
The customer reported that the system displayed a communication failure between the generator and the workstation. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The fluoro functions board, fuses and the ps1 power supply were reseated and the ps1 power supply was adjusted. The system was tested and found to be working as intended and put back into service.